Manufacturer narrative:
Analysis of the pump revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a company representative (rep). It was reported that the pump was replaced on (B)(6) 2019 and the device would be returned. The issue had resolved and patient status was alive- no injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) indicated the cause of the intermittent motor stalls was not determined. Actions/interventions to resolve the event included replacing the pump and baclofen. It was noted the increased spasticity and motor stalls have not yet been resolved. The patient¿s weight at the time of the event was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal unknown baclofen 2000 mcg/ml at 418 mcg/day via an implanted pump for other spasticity and intractable spasticity. It was reported a motor stall was seen at initial interrogation and the patient did not recently have an MRI. The patient¿s pump was intermittently stalling beginning (B)(6) 2019 on and off until (B)(6) 2019. The pump was currently stalled. The patient went to the emergency room (ER) with increased spasticity. On the date of this report, the pump was alarming, and the doctor checked the logs and saw intermittent stalls. The reporter wanted the pump off code in case the doctor wanted to shut it off due to the patient having oral medications now and a pump replacement scheduled for next week. The pump off code was given for the tablet and would consent the doctor before giving the code. The event date was (B)(6) 2019. No further complications were reported.